Event description:
The complainant reported a 22-year-old female patient on impella 5.5 support experienced partly high flow values (6.2l/min). The left ventricle (lv) received adjustments which made it somewhat better, but the lv was noted to be narrow. However, the patient was well supported and there was no reported harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. No product was returned. Data logs were reviewed, and motor current spike followed by saturated flows observed at higher p-levels. Pump flow of 6.2 l/min at p-9 was found and then later low flows seen when reduced to p-4. At the end of the case pump was again observed to have saturated flows at p-2. The cause of the saturated flow issue was most likely biomaterial per data log review.